Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Lt was reported that the sensor cannula was missing. Customer¿s blood glucose was 136 mg/dl at the time of incident. Customer stated that the sensor was damaged. Customer stated that they had an issue with another sensor that they did not receive any alarms or alerts. Customer was not reporting that the sensor cannula or introducer needle fractured while in the body. Sensor will not be returned for analysis.